Event description:
It was reported that the device was stuck in actuated position at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event has been clarified by manufacturer service technician, as the device being seized. The device is not associated with an adverse event filing. This supplemental is being filed to identify the MDR was filed in error for the event of run on and is not required for the event of device being seized.

Event description:
It was reported that the device was stuck in actuated position at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.